Manufacturer narrative:
Based on the info supplied, the problem appears to have been surgeon technique related. Care must be taken during screw insertion to prevent complications of this nature. The problem is not believed to be device related.

Event description:
After the screws were implanted, the surgeon tried to adjust the one at l4-left with a driver. The screw got out of the pedicle and could not be taken out from posterior. It was taken out through an add'l laparatomy. The detail of the event was not share by the surgeon, nor the retrieved screw has not been returned. The possible production lots of the screw are ahbbzz, ahdbnp, and agmb43. Please investigate production record.